Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic and the ble telemetry was successfully restored with assistance from abbott technical support. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth low energy (ble) was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the loss of ble connectivity.¿the cause of the ble lockout was due to a system requirement which disables ble due to too many unsuccessful connection attempts with the device.